Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with a flap tag near the hinge and loose epithelium following lasik flap creation. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer rotated the main deflector 180 degrees and adjusted main deflector alignment. The system was successfully verified according to company specification. The rotation of the main deflector does not represent a device malfunction as the setting was within specification prior to and after the service visit. The logfile review could not determine any technical problem. The root cause cannot be determined conclusively. A possible contributing factor might be the previous position of the main deflector which but cannot be confirmed conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient experienced epithelial defect following lasik flap creation of the left eye; there was not a flap tag.